Event description:
On (B)(6) 2011, the patient reported that e2 (battery depleted) error was displayed on the infusion device. The patient changed the battery and e6 (mechanical) error was displayed. The patient was assisted with clearing the e6 error. The patient stated a2 (battery low) was not displayed prior to e2. The a2 alert was not listed in the alarm history. The patient was did not know if this issue had ever occurred before. The patient uses the correct battery type and the infusion device was correctly programmed for alkaline batteries. The patient did not know how long the battery cover had been in use and she was advised to change it with every fourth battery change. No physiological effects were reported. The patient switched to her backup infusion device. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device, battery, and battery cover were requested to be returned for evaluation.